Event description:
It was reported that the patient's right ventricular (rv) lead dislodged a few days after initial implant causing phrenic nerve stimulation and elevated thresholds. The patient did experience hiccups. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).